Event description:
Patient presented to the ER physician with excessive swelling at the ipg site six days post-implant procedure. ER physician examined the area and determined the patient had developed a hematoma. ER physician prescribed antibiotics. This resolved the issue.